Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the mnaufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample, item and batch number. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer stated, "that the catheter broke (sheared) in patient's vein. Patient was taken to operating room and had catheter removed. Sample was not saved. In addition, item and lot number were reported as unknown.